Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies) and other pain indications ¿ other. It was reported that if they turn the stimulation off for a while, they will feel shocking around the implant site and down their side. The patient was redirected to their healthcare provider (hcp). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they called medtronic and the shocking had not been resolved. No further complications reported/anticipated.